Event description:
It was reported that the cartridge was not fitting properly on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed to inspect the pump and tap area for damages and the cartridge for an undamaged o-ring, but further troubleshooting was declined as the customer needed to leave.